Manufacturer narrative:
The device is expected to be returned. It has not been received.

Event description:
The event occurred on an unspecified date. The customer reported that the transpac IV set disconnected at the junction point with the luer connector sometime after the system was set-up in the intensive care. There was no reported adverse patient event and no reported delay of critical therapy.

Manufacturer narrative:
One (1) used set and one (1) used partial set custom kit for (B)(6) lot# 3503744 was received and evaluated. Bag 1 contained the full used sample with the female luer separated from the 12" arterial tubing. The end of the 12" tubing had little solvent present and an incomplete solvent ring. Bag 2 contained the partial sample with just the 12" arterial tubing and separated male luer. The sample appears to have sufficient solvent and a complete solvent ring. The cause of the separation cannot be determined for the sample in bag 2. During testing, all bonds of the arterial tubing were observed to be solvent bonding. The reported lot number for the sample in bag 1 is 3503744, which lists uv adhesive as the bond. The bill of material for all arterial tubing bonds for lot # 3503744 lists uv adhesive as the bond and not solvent bond. The reported lot number for the sample in bag 1 is not correct and is unknown. The reported complaint of tubing separation was confirmed. (B)(6) samples were returned. One sample appears to have insufficient solvent that would lead to a tubing separation. ICU medical, through continuous initiatives has initiated a multitask team and reviewed the assembly process. The second sample also had a confirmed tubing separation; however, the cause of the separation cannot be determined. Manufacturing and quality have been notified for heightened awareness. Testing found the lot number of the device to be unknown, therefore the expiration date and manufacturer date are unknown.